Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned by the time of complaint closure. The data management system (dms) confirmed that the user stopped using the system on the 31st january 2026. Investigation on the physical device was not possible as it was not returned. A review of sensor in-vivo data revealed diminished sensor performance, indicative of oxidation of the glucose-indicating component within the sensor hydrogel, which most likely contributed to the observed discrepancies. The user was offered a sensor replacement as part of resolution.